Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at care fusion bluescreen. The technical support specialist (tss) failed to recover the issue using the knowledge article how to recover or repair a corrupted dsclientoltp database. Tss deleted the database and care fusion application login, created blank data base and synced to the server. Tss also confirmed that the internet protocol and domain name system fields were set to dynamic and the windows host file was empty. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck at carefusion bluescreen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.